Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen for implant utilizing 8f amplatzer torqvue delivery system (itv) (8580064). During deployment, the device showed a cobra shape. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The device was replaced with 9mm amplatzer septal occluder (7527019) was used to complete the procedure. The device was deployed with no reported issue. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. There was no adverse patient effect during the procedure.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, an 8f delivery system was used, and there was no angulation or kink in the delivery system upon deployment. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.